Event description:
Pt was burned where the pencil was laying. The burn required excision. During testing, biomed measured 29 watts coming from the handpiece output jack when the accessory output jack is keyed with the footswitch.